Event description:
Procedure: tep totally extraperitoneal. According to the reporter: while pre-operative testing of the balloon, the balloon ruptured immediately and therefore couldn't be used. According to the customer, they didn't fill the balloon with too much air. Did this device problem directly result in any of the following? Check all that apply. 1. Unanticipated tissue loss? No 2. Was there any irreversible tissue damage as a result of this problem? No 3. Unanticipated extension of the incision by more than one inch? No 4. Unanticipated blood loss of 500cc's or more? No 5. Was surgical time delayed by more than 30 minutes due to the product problem? No 6. Device fragment or component falling into the patient's cavity ? No 7. Device fragment left in the patient? No.

Manufacturer narrative:
(B)(4).